Event description:
It was reported that the patient had undergone a cardiac valve surgery procedure and was exposed to electrocautery. An episode of right ventricular noise was noted on the lead which inhibited pacing. No further occurrences were noted and the lead remained implanted.